Manufacturer narrative:
Complaint received via phone from dentist. Device disposed of by dentist. Device not returned to the manufacturer.

Event description:
Dentist was performing 2 hour crown preparation using the isolite mouthpiece (size: small). Patient jaw locked open during the procedure. Patient has a history of tmj (temporal mandibular joint disorder). Physician diagnosis was jaw disarticulation (post procedure) which require surgery the next day.